Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used on an unknown date. According to the complainant, during the procedure, a part of the seal biopsy cap detached and fell into the working channel of the scope. The procedure was completed with another of the same device. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.